Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown if the device contributed to the reported event we are filing this MDR for notification purposes only.

Event description:
It was reported that patient underwent posterior spinal disc decompression and fusion. Post-op, the patient developed infection after the surgery. Patient is getting treated with anti-infective therapy. The product still remained in patient's body. No product malfunction was reported. It is unclear that the implanted product contributed to the patient's infection or not

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.